Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No locked or stuck buttons were noted. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. Her blood glucose was 159mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.